Manufacturer narrative:
This device remains implanted and in service; therefore, a technical analysis cannot be conducted. Without a returned device it is not possible to definitively confirm how the device may have contributed to the complaint incident. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
It was reported that this subcutaneous implantable cardioverter defibrillator (s-ICD) showed an anomaly in the presenting electrograms in the remote monitoring system. The clinician questioned if there was a sensing issue or if the markers were misaligned. Technical services discussed that the observations were misaligned markers. Presenting s-ecgs are recorded real-time and misaligned markers can be caused by corruption during data transfer from the device to the communicator, due to poor telemetry or interference. A second presenting s-ECG on the same day showed normally aligned markers. This observation is benign and the device was functioning normally. It was also noted that a ectopic beat was undersensed. This was due to the high amplitude of the normally conducted event followed by the low amplitude of the ectopic beat. By design, the slow detection profile's decay is not steep/aggressive enough to detect the low amplitude event, to avoid t-wave oversensing. Review of the available data found the device was sensing and detecting appropriately. No adverse patient effects were reported.